Event description:
Baxter sales director (bsd) sent a message to corporate product surveillance's emailbox (B)(6) 2010 to relay customer report received on the same day for one (1) intermate, in which the reservoir broke at the end of a patient infusion on an unknown date, stated as possibly (B)(6) 2010. Per the customer, " he was infusing fine, went to disconnect and flush at end of infusion and balloon inside intermate was broken and there was fluid in the intermate. I asked him if it looked like the plastic piece inside was poking thru the side of the rubber and he said yes." There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4).the device is not available to baxter for evaluation.